Event description:
Customer reported poor image quality and an artifact in the image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and verified reported in one image taken by customer, but was unable to reproduce the reported problems and could find nothing wrong with system. System operates as intended.